Event description:
Incorrect insulin dosage by novopen 3 (insufficient dose of insulin) [incorrect dose administered by device]([blood glucose increased]). Case description: this serious spontaneous case from ukraine was reported by a health care professional and consumer as "high postprandial glucose levels (12-14-16 mmol/l)" and "incorrect insulin dosage by novopen 3 (insufficient dose of insulin)" both beginning on (B)(6) 2014, and concerned a (B)(6) male pt who was treated with novopen 3 (insulin delivery device) from (B)(6) 2009 to (B)(6) 2014, actrapid hm penfill (fast acting human insulin) and protaphane hm penfill (long acting insulin human) both the drug from (B)(6) 2009 and ongoing due to type 1 diabetes mellitus. (B)(6). Med history included type 1 diabetes mellitus for 5 yrs. Since (B)(6) 2014 (during 4 months), pt experienced high postprandial glucose levels (12-14-16 mmol/l) despite of injection of prescribed dosage of actrapid hm penfill (15 iu+13 iu+13 iu). It was reported that, after hospitalisation and transfer from novopen 3 to insulin syringes (to inject insulin from the same cartridges) postprandial glucose levels became in normal ranges (8-10 mmol/l). During this time pt used different bath number of actrapid hm penfill. It was also reported "incorrect insulin dosage by novopen 3 (insufficient dose of insulin." Pt was an experienced user of novopen 3. Injections of insulin were not being done into skin area with lumps. Hba1c(glycosylated haemoglobin) level was unk. Action taken to novopen 3 was reported that pen 3 was replaced by novopen on (B)(6) 2014 in the hospital. Action taken to actrapid hm penfill and protaphane hm penfill was not reported. The outcome for the events "high postprandial glucose levels (12-14-16 mmol/l)" was recovered on (B)(6) 2014. The outcome for the event and "incorrect insulin dosage by novopen 3 (insufficient dose of insulin)" was not reported.